Event description:
The following events were noted through a periodic article review. A retrospective study was conducted on 221 patients treated with a starclose device in a 12 month period between (B)(6) 2005 to (B)(6) 2006 at 5 centers. Five cases were attributed to the device. In 3 patients, the starclose clip applier was difficult to insert into the exchange sheath. Although, the device appeared to deploy appropriately, hemostasis was not achieved. Hemostasis was successful with "pressure." No additional information available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. R williams, et al; "multicenter safety efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device", (journal of endovascular therapies 2007; 14:498-505).